Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up with alert for out of range high hvli. The physician decided to not to make any changes. The patient is in good condition.